Event description:
According to the reporter: during a wedge resectioning procedure, the surgeon attempted to fire the device along the line of pn catch, however could not. To correct the issue, another reload was used but the same event occurred. To complete the procedure, another reload was used and the firing was completed successfully. As a result of the product problem, there was tissue damage and oozing bleeding. Surgical time was extended by 30 minutes or more. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with an endo gia* roticulator* 60-3.5 sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: additional information received stated that the tissue damage was not permanent. There were no adverse effects to the patient due to the tissue damage, oozing bleeding, or extension in the surgical time. The device was able to partially fire. The tissue was stuck by u-formed staples and pleura was lacerated due to several approaches of the device.